Event description:
Pharmacy was preparing to prime a IV set with 500 cc nacl prior to mixing chemotherapy. When the primary set was taken out of the package, it was noted to be in 2 pieces. The secondary site at the y was not connected to the primary line.